Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while performing venipuncture using a bd pegasus¿ safety closed IV catheter system, the nurse found ¿a slight leakage of blood¿ between the catheter tubing and catheter adapter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the actual sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. There is a split in the catheter that could cause a leakage. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: the root cause is unable to be determined. Based on the current investigation information, it may be caused by abnormality of the raw material.